Event description:
Customer reported that the sleeve was loose. Device was repaired by anspach. This is report 1 of 1 for complaint com-(B)(4).

Manufacturer narrative:
Device came in for service and was repaired by technician. No further information is available.